Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were not responsive. The customer¿s blood glucose level was unknown. The customer that the battery life diminished and had to change out batteries every two weeks. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. No button error alarm noted upon testing.